Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-012: product expired. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Son is calling on behalf of the customer. The customer is concerned with test results from results obtained of 295, 273, 298 and 126 mg/dl. The customer¿s expected blood glucose test result ranges are 130 mg/dl am fasting and 150-160 mg/dl pm fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strips are expired: manufacturer¿s expiration date is 06/30/2022 (expired) and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 295 mg/dl date: (B)(6) 2024 time: 6:00 pm fasting. Result 2: 273 mg/dl date:( B)(6) 2024 time: 6:00 pm fasting . Result 3: 298 mg/dl date: (B)(6) 2024 time: 6:00 pm fasting . Result 4: 126 mg/dl date: (B)(6) 2024 time: 4:30 am fasting. Result 5: 203 mg/dl date: (B)(6) 2024 time: 7:00 pm 2 hrs. After meal.